Event description:
It was reported to philips by a customer that the unit is consistently alarming. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated the unit was constantly alarming, red alarm message on screen. The customer was not able to give any further info and does not have unit with him at time of call. The rse stated the customer was able to clean the unit screen to correct the issue but does not recall what alarm was being triggered, customer checked with rt staff and unit is back in use with no other issues, no other concerns for customer.